Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was put in the patient¿s cavity during a laparoscopy-assisted distal gastrectomy, the jaw did not open, although the button was pressed many times, it did not open. The doctor appealed that all the buttons did not work at that moment. The cartridge was replaced with a new one. After that, the device could be used without problems.